Manufacturer narrative:
Analysis was performed by a remote service engineer (rse), who spoke to the customer. It was provided that the reported issue is not found now, and the monitor is working fine. Based on the results of the analysis, the product malfunction was unable to be confirmed. The device was returned to use at the customer site. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).

Event description:
Philips received a complaint on the intellivue mx430 patient monitor indicating that there was a difference in the arterial (art) and non-invasive blood pressure (B)(6). The device was in use on a patient at the time of the event. There was no adverse event reported.